Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2019. Event day and event month were not provided. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to obtain the following information and device: please clarify: "when applying the clip on tissue, the applier cannot ligate well." Does this mean that the clips were malformed? Did the clips drop or eject from the device? Did the clip fire but did not close on the tissue? To date no response or device has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when applying the clip on tissue, the applier cannot ligate well. It is unknown how procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # r94p4k. Corrected data: catalog # is er320. Lot number is t4007e. Unique identifier( UDI) is (B)(4). Investigation summary the analysis results found that the er320 device was returned with no damage to the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining 14 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot and batch number and no non-conformances were identified.